Event description:
It was reported that connecscr f/tfna helical blade+scr and unk - nails: tfna were involved in an intra-operative event. The complaint described that a screw was used during the removal of a broken tfna nail, and the driving cap extension was not utilized during back slapping, which damaged the proximal thread portion. When attempting to assemble the helical blade inserter for insertion, the coupling screw failed to engage and the instrument was noted to be slightly bent. The impacted device was disposed of following the event. There was no consequence or impact to the patient, and no observable clinical symptoms or patient involvement was identified.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.